Event description:
The hospital reported a patient death after use of the avance. It was reported the unit allegedly failed? During surgery. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Age or date of birth, weight, ethnicity, and race: information not provided. Report source other: attorneys (B)(6). Attempts to obtain additional information from the customer were made on 26-apr-2022, 28-apr-2022, and 04-may-2022. No further information provided to date. Legal manufacturer: (B)(4).

Manufacturer narrative:
The root cause of the alleged issue during use of the avance anesthesia machine is undetermined. Aside from information provided by the facility that the bag/vent switch was purchased for replacement after the event, the device has not been inspected and there was no information provided after multiple attempts from ge healthcare to obtain any detail of how ventilation was unavailable. H3 other text : the root cause of the alleged issue during use of the avance anesthesia machine is undetermined. Aside from information provided by the facility that the bag/vent switch was purchased for replacement after the event, the device has not been inspected and there was no information provided after multiple attempts from ge healthcare to obtain any detail of how ventilation was unavailable.